Event description:
Clinic notes dated (B)(6) 2014 note that the vns unit in the clinic is not functioning. The notes indicate that the physician used another programming system so no patient's were affected by this. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the physician's vns programming unit has been fixed since initial report and he cannot remember details of the issue. The physician reaffirmed that no patients were affected by this as a different programmer was available for use.